Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 31mm amplatzer amulet was selected for implant procedure on (B)(6) 2022. It was noted that during procedure the device embolized. The patient underwent retrieval of embolized device. The patient was resized and a new 25mm amplatzer amulet occluder was implanted successfully. It was noted that the patient was in stable condition.

Manufacturer narrative:
An event of device embolization in to left atrium was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however is consistent to have been from an over-sizing of device. Based on the information received, the dimension of the defect were 18-21 mm. Please note that per the instructions for use "warning: do not implant the device if the measurements of the left atrial appendage do not fall within the sizing chart in table t2."

Event description:
Subsequent to the previously filed report, additional information was received that the 31mm amplatzer amulet occluder had embolized 4 hours after implant, into the patient's left atrium. The dimension of the defect were 18x21mm. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The occluder had been sized using transesophageal echocardiography. The embolized occluder had been snared emergently using a non-abbott device. The cause of the embolization is believed to have been from an over-sizing of the 31mm amplatzer amulet occluder.